Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc poisoning in a female pt who received super poligrip extra care with poliseal (formulation (B)(4)), poligrip (formulation unk), super poligrip (formulation (B)(4)) and fixodent for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt experienced zinc poisoning. The claim stated that the plaintiff was exposed "to risks that exceeded the benefits of the products including but not limited to the risks of developing severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries, as a result of the upset to normal physiologic mineral homeostasis set in motion by excess zinc absorption from metabolized zinc...." At the time of reporting, the outcome of the events was unresolved. F/u was received via medical records on 10/21/2009 which upgraded this case to serious. On (B)(6) 2008, the pt presented to the ER with a three week history of bilateral lower extremity weakness described as legs feeling "wobbly" and bilateral lower extremity numbness. The pt had experienced an unsteady gait. The symptoms would wax and wane. The pt had a three month history of bilateral foot numbness. The pt had undergone a magnetic resonance image of her spine that showed slight focal compression at l5-s1, but physicians did not think that fully explained her symptoms. The pt underwent electromyography study on (B)(6) 2009 that revealed severe axonal peripheral neuropathy. On day of presentation, the pt's extremity weakness had worsened. Physical exam revealed babinski was downgoing bilaterally. The pt was admitted. Medical notes from (B)(6) 2008 indicate the pt had experienced progressive gait difficulty, numbness in feet, fatigue, decreased appetite and weight loss. Sensory pinprick test diminished distally. The pt's dose of neurontin was increased and amitriptyline was added to her regimen.